Event description:
The initial reporter stated that the administration set started leaking from the blue cap during the infusion. Mmdg made multiple attempts to follow up with the initial reporter, however, no other information was provided. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. There was no indication that the complaint occurred as reported.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg was unable to complete an investigation. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set started leaking from the blue cap during the infusion. Mmdg made multiple attempts to follow up with the initial reporter, however, no other information was provided. (B)(4).